Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. The pediatric patient had an infection at the insertion site that consisted of redness, inflammation and drainage. The infection was treated with unspecified antibiotics. At the time of the report, the skin reaction had healed. No additional patient or event information is available.